Manufacturer narrative:
The device was returned, and then was sent out for external evaluation. We are still awaiting the results, and the investigation is ongoing. Once new relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
Actual device is in process of being returned for evaluation. Investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "doctor was working on a tonsillectomy and using a suction bovie and was burnt on the finger."

Manufacturer narrative:
The actual device that allegedly malfunctioned was not returned. Devices from the same box and lot were returned for evaluation. Those were sent out for testing and passed all tests, working as intended. True root cause is undetermined, as the complaint could not be confirmed. A possible root cause could be related to the device being used at a near 90 degree angle against the patient, causing body fluid to flow into the intake port during suction and creating a conductivity path between the electrode through the back-flowed liquid to the physicians hand when the device is being activated. Per the IFU, it is not recommended to activate the device with the electrode vertically down at a 90 degree angle to the patient. If any additional relevant information is identified, it will be submitted in a supplemental report.